Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08224. It was reported the patient's scs (spinal cord stimulation) system was explanted due to infection. Follow-up information reported the infection was found at the lead site. The patient was treated with IV an oral antibiotics. No further information was reported at time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sj has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sj defers to the patient's physician regarding medical history.